Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
An attorney alleges that the patient 'suffered physical and other injury' as a result of the lead, and 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. Additionally, it was alleged the patient is deceased and "death associated with explant." Review of the manufacturer's database indicated the patient died approximately one year, six months post lead implant.